Manufacturer narrative:
H4, d2b: correction.

Event description:
It was reported that the device's probe and the balloon gauge were checked for re-inflation. In the morning, there was doubt about the deflation, several manometers were used for testing, all showing the same result of deflation. Decision of the anesthetist doctor was to re-intubate the patient. During visual inspection, small air bubbles were seen. After cleaning of the device in a bath and inflating the balloon, air bubbles were again observed at the junction between the tube and the balloon, confirming a leak.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
Correction: the initial MDR with the MFR #3012307300-2025-12814 was submitted in error. The information provided noted that the number of incidents was 1, not 2. Refer to MFR #3012307300-2025-12812 for all information pertaining to this file, including investigation results.